Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the emboshield nav6 instructions for use as adverse events potentially associated with carotid stents and embolic protection systems. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - date of death: estimated b3 - date of event: estimated d4 - primary UDI number: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the pmcf are captured under a separate medwatch report. Literature attachment: article, titled "post market clinical follow-up evaluation report carotid stent and embolic protection systems".

Event description:
This is filed to report patient death. It was reported through the pmcf (post-market clinical follow-up) report, that abbott obtained data from the vascular quality initiative (vqi) registry across united states (us). Data obtained through the vqi registry were collected for procedures performed between (B)(6) 2014 through (B)(6) 2026, for carotid procedures, and (B)(6) 2020 to (B)(6) 2025, with long-term follow-up data available through january 2026, for peripheral procedures. Adverse patient effects for the emboshield nav6 embolic protection system (eps) included: death, transient ischemic attack, stroke, myocardial infarction, renal complications, pulmonary complications, access site complications, thrombosis, embolization, dissection, occlusion, re-hospitalization intervention, and amputation / surgery. Device issues captured were unable to insert and other unspecified failure please see the attached post market clinical follow-up evaluation report.